Event description:
It was reported that during device change out, it was difficult to remove the lead from the device. After several attempts the lead was successfully removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported difficulty of removing the lead was confirmed in the laboratory. The difficulty removing the lead was found to be caused by silicone, septum material found inside the rv set screw hex cavity. The material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty with tightening and loosening of the set screw.